Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Environmental and bioburden testing results were reviewed and all results were found acceptable. The review of the sterilization records demonstrated acceptable results.

Event description:
Healthcare professional reported unknown side "herpes zoster, seroma, infection ¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (unknown onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side "herpes zoster, seroma,infection ¿. The device has been explanted.